Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. The mtm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) that error 25221 occurred on the left master tool manipulator (mtm). The error persisted even after a hard power cycle. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the port incision was not increased, and no additional ports were added due to this issue. The patient did tolerate the change. Since it happened near the end, it had almost no impact on the surgery.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the master tool manipulator (mtm) to perform failure analysis. The complaint was confirmed based on failure analysis. In system logs, error 25521 was found indicating fault on the mtm confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a golden system where the component functioned as expected. The mtm was then installed onto a surgeon side console fixture test platform where all relevant testing was passed within specification. Once testing was completed, the mtm was inspected, and no fault could be identified. The probable root cause of the error 25521 is attributed to the insufficient plating on the rjp. This interface between the rigid flex circuit will cause varying resistance and degrade the signal and power.